Event description:
A customer contacted a baxter home care services representative. The home patient (hp) stated that since they started therapy using cassettes with the product code l5c4531, they have had multiple problems with the tubing coming loose and solution spilling everywhere. The patient was unable to give a lot number but stated it has happened with each new box they received. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated the hp has trouble using the new luer lock system and does not twist the connections in place. The hp is used to using the older type of supplies, the spiked cassettes, so they attempt to connect the supplies based on the older design of cassettes. The rn stated they have explained the proper procedure to the hp. The rn stated they switched the hp to hemodialysis. The rn stated there were no issues with any baxter products. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed because the registered nurse stated the home patient had trouble using the new luer lock system and did not twist the connections in place. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.